Event description:
The wrong tibial insert was implanted. A cr insert was implanted, when it should have been a ps insert. Update: (B)(6) 2013. Sales rep reports that the patient was revised because of instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Surgical intervention due to instability, during the original surgery the wrong insert was put in the patient which is now being revised for instability.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The root cause is attributed to user error. The investigation did not find any evidence of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.